Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient felt that something was wrong with their implant today; they noticed they had pain on the incision area and the implantable neurostimulator (ins) moved up above towards the skin where they could feel the ins more than normal. They had been bitten by an insect close to the incision area and noted the incision area was mushy. They still had frequency and were urinating a lot more, but did not have the intense pain. The patient noted they had a hard fall (B)(6) 2015 on the left side hip - the ins was on the right side hip. It was also noted they had interstitial cystitis and were in remission since (B)(6) 2015. The patient checked their therapy several days ago, and therapy was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.